Event description:
Pt was undergoing cardiac catheterization. Intravenous fluid of normal saline was infusing through custom tubing set. The tubing set is customized for use in the cardiac catheterization lab. Pt received 900 cc bolus inadvertently though roller clamp was closed halfway. The roller clamp was initially adusted and it is believed not to have been touched or manipulated prior to the discovery of the 900cc bolus. Upon inpsection, the roller clamp did not appear to be loose on the IV tubing and there did not appear to be any leaks in the IV bag or tubing. It is not believed that training in the use of this tubing and roller clamp was an issue. This tubing had been re-engineered for changes in diameter within the last 12 months by abbott. This tubing is not used with an infusion pump due to the need to control flow rate and medications. The 900cc bolus did not adversely affect the pt as pt was discharged without problems. The abbott rep was given several samples with various lot numbers for testing. They found no problems with the samples and could not duplicate the problem.